Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet serial cable was not functioning and was replaced. Additional information was received from the company representative that all troubleshooting steps were performed. The company representative checked physician's usb cable with his wand and vice versa and ruled out the physician's wand as the issue. When the physician's ubs serial cable was changed, interrogation was successful. It was reported that the malfunction occurred during a dosing session the week before (B)(6) 2016, but no patient was affected as the physician used another programming system from his clinic and everything worked fine. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.